Manufacturer narrative:
H6 - investigation type 4110: lens work order search - no similar complaint event(s) within associated lots were found. Claim# (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that an implantable collamer lens was implanted into the patient's eye. Lens was implanted upside down.

Manufacturer narrative:
B5 - the doctor explanted the lens on (B)(6) 2023 and implanted the same lens in a correct position on the same day. Problem was resolved. Patient is happy. Claim# (B)(4).

Manufacturer narrative:
B5 - per email reply, "lens was explanted at the end of march. Then drilled and correctly implanted the same lens. So it was an upside down. The visus was 0.60 one day after the operation. Patient will be monitored again on (B)(6) 2023." Claim# (B)(4).

Manufacturer narrative:
Claim#: (B)(4).